Event description:
The account alleged that the bed exit was not working. There was no pt or caregiver impacted.

Manufacturer narrative:
The technician did a complete bed check and it is working fine. The tech found the side com cable was faulty. The tech replaced the sidecom cable to resolve that issue.